Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was observed to have a frayed cable. No other information was provided. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: per customer, the frayed cable was noticed in sterile processing department.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable at the distal end. Additionally, the instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibits localized melting damage at the base of one of the grip tips. Electrical continuity was performed and passed. No damage to the conductor wire was observed. The instrument also was found to have insulation damage to the conductor wire. The conductor wire was found to have insulation damage at the distal end (opposite side of the dislodged conductor wire). Visual inspection displayed the wire not exposed. The instrument passed an electrical continuity test on three out of three attempts. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.